Event description:
The customer contacted a baxter infusion specialist to report an over infusion of insulin on a pt in the ICU. The pt required medical intervention to avoid injury. Although requested, no add'l info was provided.

Manufacturer narrative:
The local complaint coordinator reports that the facility states that they evaluated the pump and determined that there was no malfunction. The facility reported that after reviewing the pump's log in some detail and testing the pump in the facility's biomedical engineering work shop, there was no indication of mechanical or electrical component failure with the pump. The facility's clinical quality and pt safety team investigated for other plausible explanations. It was concluded to be a user error. Baxter has requested add'l info regarding the severity of the pt's hypoglycemia, the age and medical condition of the pt, the pt's current status, what the intended rate of infusion of the insulin was, what was actually administered, whether there were other infusions on the other two channels, whether the administration set is available for evaluation, and what medical intervention was provided. The local complaint coordinator indicated this info has not been provided. The pump is not available for eval.